Event description:
It was reported that when the healthcare provider (hcp) was updating the pump he had incomplete telemetry with the pump memory error. Hcp used another programmer, re-interrogated the pump and the pump was stopped. He updated the pump to correct the programming and 'all was accurate.' Drug delivered via the device was compounded morphine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's pump shut off for four minutes after interrogation. There was no patient symptom, injury, or hospitalization related to this event. It was reported that the baclofen used in this system was lioresal and not compounded baclofen.

Manufacturer narrative:
Programmer 8840, serial# unknown; catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).